Manufacturer narrative:
This report is for an unknown bone staple: elite/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the patient experienced a failed bladder repair and continued urine extravasation post-op. On (B)(6) 2020, the patient underwent a hardware removal and a revision of a bme elite (nitinol continuous compression implant) due to bladder repair failing and continued urine extravasation. An open reduction internal fixation (orif) pubic symphysis diastasis, repair sacroiliac (si) joint was done for the provisional fixation pubic symphysis diastasis using a pfannenstiel approach. The patient's status was healed. This report involves one (1) unknown bone staple: elite. This is report 1 of 1 for (B)(4).